Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the chronic right ventricular (rv) lead would not fit into the rv port, but went easily into the atrial port. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.